Manufacturer narrative:
The catheter has been analysed. No visual defect has been observed. After cleaning of the device, when connected to a pressio monitor, pressure displayed is 0 mmhg. Functional tests are conformed with the specifications. The incident has not been recreated, no conclusion can be drawn.

Event description:
Display of a low intracranial pressure just after implantation then after 15 minutes, display of negative intracranial pressure. The catheter has been replaced.